Event description:
This spontaneous case describes the occurrence of device expulsion ("on her side, one implant had slipped and moved to part of her uterus") in a 39 year-old female patient who had essure inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: wrong technique in device usage process ("an operation was required to cut out the piece which could hinder the implantation of the embryo"). The patient had a medical history of postpartum depression and parity 3 (was 5 months pregnant & already had two boys: 13 and 7 years old.). Previously administered products included: iud nos. On an unknown date, the patient had essure inserted. In 2019 she experienced pregnancy with contraceptive device ("ivf process began/ several embryos survived / & was pregnant"). On unknown dates she experienced device expulsion (seriousness criterion intervention required), dermatitis allergic ("serious skin allergy") and vulvovaginal mycotic infection ("then she took them in the form of ovules inserted in her vagina which caused mycosis"). The patient was treated with surgery (operation was required to cut out the piece which could hinder the implantation of the embryo). In 2020, the pregnancy with contraceptive device had resolved. At the time of the report, the outcomes for device expulsion, dermatitis allergic and vulvovaginal mycotic infection were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was para 4. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to dermatitis allergic, vulvovaginal mycotic infection, device expulsion or pregnancy with contraceptive device. The reporter commented: in 2019, the ivf process began. For four months, [redacted followed a hormone stimulation protocol. She had a reaction to the treatment which required some adjustments and she also faced some side effects. At first the hormones were administered in the form of patches which caused her a serious skin allergy. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): her gynaecologist confirmed her sterility. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of device expulsion ("on her side, one implant had slipped and moved to part of her uterus") in a 39 year-old female patient who had essure inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: wrong technique in device usage process ("an operation was required to cut out the piece which could hinder the implantation of the embryo"). The patient had a medical history of postpartum depression and parity 3 (was 5 months pregnant & already had two boys: 13 and 7 years old.). Previously administered products included: iud nos. On an unknown date, the patient had essure inserted. In 2019 she experienced pregnancy with contraceptive device ("ivf process began/ several embryos survived / & was pregnant"). On unknown dates she experienced device expulsion (seriousness criterion intervention required), dermatitis allergic ("serious skin allergy") and vulvovaginal mycotic infection ("then she took them in the form of ovules inserted in her vagina which caused mycosis"). The patient was treated with surgery (operation was required to cut out the piece which could hinder the implantation of the embryo). In 2020, the pregnancy with contraceptive device had resolved. At the time of the report, the outcomes for device expulsion, dermatitis allergic and vulvovaginal mycotic infection were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was para 4. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to dermatitis allergic, vulvovaginal mycotic infection, device expulsion or pregnancy with contraceptive device. The reporter commented: in 2019, the ivf process began. For four months, [redacted followed a hormone stimulation protocol. She had a reaction to the treatment which required some adjustments and she also faced some side effects. At first the hormones were administered in the form of patches which caused her a serious skin allergy. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): her gynaecologist confirmed her sterility quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-mar-2024: quality safety evaluation of product technical complaint. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.